Manufacturer narrative:
Device evaluation: one pneupac parapac was returned for investigation in used condition. The customer reported product problem was not replicated during functional testing. While applying gas to the input, the device passed the lock-off leak test as well as consistently delivering to a test lung - with the manometer registering the pressure change. The ventilator was also consistently cycling when a 15 cmh2o back pressure was applied. No fault was found with the device.

Event description:
It was reported that the operator of the pneupac ventilator had to disconnect and then reconnect the oxygen before the ventilator would work. This issue was discovered during testing on 15 february 2021. There was no patient involvement.